Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the event occurred, the surgeon already stated that the electricity was not stable, and it was hard to use that day. While used in buzzing during the mastectomy, the assistant held a forceps and the surgeon was using a pencil. The hand which did not use the pencil was in touch with the patient. The pencil was energized from a finger of the hand in which the pencil was not used and there was a 3rd degree burn of 1 cm made in the patient's body. The device did not activate by itself, the event occurred during buzzing activation. It was decided to insert a drain in that part for the exudate fluid of the mastectomy - regular drainage of the mastectomy. There was also an oozing bleeding as a result of the issue, but there was not blood loss. The burnt site was also resected. Only the pencil was replaced to complete the surgery.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device came with an electrode and a holster. The reported condition was not confirmed. The investigation found no evidence of excessive heating the returned pencils. The device was plugged into a generator and activated with satisfactory results. No abnormal sparking occurred. The electrode did not show any abnormalities. The device passed hipot testing indicating that were no unexpected electrical leakages. The customer indicated that hemostat was probably buzzed during the surgical procedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, both oxygen and nitrous oxide support combustion. Watch for enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Some surgeons may elect to buzz the hemostats during a surgical procedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. To minimize the risk, when using coated electrodes, place the edge of the electrode against the hemostat or metal instrument to assure a good electrical pathway. Do not activate the generator until the accessory makes contact with the instrument. If information is provided in the future, a supplemental report will be issued.